Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
This was reported as an arteriotomy closure of the common femoral artery using the pre-close technique via a small-bore sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, cuff misses occurred with 3 prostyle devices as the sutures were not present when the plungers were removed. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a large-bore sheath and the tavr procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.